Event description:
The reporter indicated that the patient has been hospitalized for a month and is in the ICU, trached, moribund, and with do not resuscitate orders. The reporter stated that the patient has infections and wound dehiscence at the vns sites and in her portacath site. The patient had a portacath placed at the time of implant. The patient's family member failed to inform the physician prior to the surgery that the patient has antibotic-resistant bacteria. The vns device was turned on. Manufacturing records were reviewed and sterilization was confirmed for both the pulse generator and lead. The event was likley caused by the patient's pre-existing disease with the vns system or portacath contributing.